Manufacturer narrative:
The insulin pump was monitored for several days and no blank display anomaly noted however, moisture damage was found on the lcd board. The insulin pump passed the functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at the display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to taking a shower and putting insulin pump into a bag, but still got wet. Customer reported that as a result, display screen went blank and could not be resolved with battery change. Customer's blood glucose was 190 mg/dl. Customer was advised that insulin pump would need to be replaced.